Event description:
It was reported that the patient presented for initial implantation. It was found that during the procedure, the novel lead exhibited failure to capture. Furthermore, it was noted that the helix of the lead failed to retract. The lead was replaced and the procedure continued with the new lead on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
The reported events of failure to capture and a helix mechanism issue were confirmed. A complete lead was returned in two pieces. Final analysis found the inner coil was over torqued in the connector region consistent with the procedure damage. No other anomalies were detected.